Event description:
The customer reported to customer service that she had developed mastitis from the pump and that after it cleared up she went back to using the pump and got mastitis again. Her doctor informed her that she is allergic to the pump and gave her antibiotics.

Manufacturer narrative:
A replacement breast pump was sent to the customer. The customer reported that she was told by her doctor that she was allergic to the breast pump she was using due to the recurring mastitis issues. She was given antibiotics. A medela clinician will be contacting the customer to get more info. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan and wamback, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.